Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 reason of complaint: microbubbles were observed in streamline bloodline set on three separate machines used for three different patients. The microbubbles were accompanied by clotting in the venous chambers and venous pressure alarms. All connections were reportedly checked and found secure; however, therapy could not be continued due to repeated alarms. Treatment was discontinued on all three machines, and each patient was transferred to a new machine to complete therapy. Blood was safely returned prior to discontinuation. All patients had shortened treatments.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: one used, contaminated sample was provided for evaluation. The sample underwent visual inspection, and the set was assembled per the applicable drawing. Significant flash was observed at the end of the arterial patient connector, and a small divot was identified in the same area. A luer taper test was performed on all luer connections, with all results passing. The sample was also subjected to a leak test; no leakage was detected at any point in the set. The dr site investigation indicated that the tubing could be contributing to the presence of air in the set. Retains were tested per specification and passed all internal testing. No manufacturing, material, or environmental root causes were identified. Engineering evaluations-including accelerated aging and simulated-use testing of samples with flash and divots at the luer cone-] demonstrated no air bubble generation, and all samples met applicable leak and performance requirements. As the issue could not be reproduced, a definitive root cause could not be established. A change control has been implemented to address the reported defect of air bubbles adhering to the tubing material following the transition to non dehp tubing. This update applies only to design documentation; no bom or drawing changes at dr or supplier sites are included in this change. A review of the discrepancy management system (dsms) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.